Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as it decreased from 37% to 12% in a 04 months time period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. No adverse patient effects.

Manufacturer narrative:
Additional information was obtain: the device was explanted and replaced.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter-defibrillator (s-ICD) was suspected to be depleting prematurely as it decreased from 37% to 12% in a 04 months time period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device was explanted and replaced. No adverse patient effects.